Event description:
It was reported that the device reached recommended replacement time (rrt), and the physician felt that the device had not reached expected longevity. Additionally, the left ventricular (lv) lead exhibited high thresholds, resulting in high outputs on the lv lead. The device was explanted and replaced, and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) performance data was collected from the device and has been analyzed. Impedance - impedance/resistance decrease: weekly pace lead impedance trend data shows an impedance decrease for min and max lvperm pace impedance = 779 to 342 ohms range between (B)(6) 2010 and (B)(6) 2012. Sensing - oversensing: 3 - vf=210 ms average v-cycle between (B)(6) 2011 17:00;10 and (B)(6) 2012 08:14:03. Battery voltage - battery depletion indicated/eri: time of rrt in save to disk on (B)(6) 2012 device rrt<=2.6251 volt. Weekly battery voltage trend data shows bat=2.634 to 2.612 volts between (B)(6) 2012 and (B)(6) 2012. One - patient alert for low battery voltage on (B)(6) 2012 02:15:00. The device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.